Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model:db-2202-45, serial: (B)(4), batch: 7073119. Product family: dbs-linear leads, upn: (B)(4), model:db-2202-45 , serial: (B)(4), batch: 7073127.

Event description:
It was reported that the patient was implanted with the deep brain stimulation (dbs) system to help reduce patient's symptoms of leigh's syndrome. The dbs system did not help so the patient underwent an explant procedure.